Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified extensive wear to the inner spherical surface of the liner, as well as the rim. The device is covered in bio-debris. No further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. New image provided is a post-revision xray which would not enhance the investigation. A definitive root cause cannot be determined. The rep indicated the patient had a pelvic fracture, but it is unknown if that was present during the initial surgery or developed after the fact. The cup remained implanted as a result of the revision. This complaint was confirmed based on the provided pictures of the worn liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately 26 year post-implantation, the patient was experiencing some pain and instability and was revised due to liner wear. The liner and head were revised. The cup and stem remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.